Event description:
It was reported that the patient was experiencing left vocal cord paralysis. The physician believed the vocal cord paralysis was a complication from the initial vns implant surgery. No additional relevant information has been received to date.